Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: evaluation revealed that the bolus button cover was detached/missing. The pump powers up to cs69 alarm. The pump was unable to recover from cs69 after reboot. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The ¿cs69¿ failure was written as ¿cs87¿ failure in black box; confirmed in the alarm history. The error is resident to flash chip (u39). (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a detached bolus button. This report is made based on results of investigation completed on (B)(6) 2016.